Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore date received by manufacturer is the same as the date the device available for evaluation. Returned to manufacturer. The caravel microcatheter was returned for evaluation. The very distal end of the tip was twisted off. A wide and longitudinal scratch was made on the tip surface. At the distal end of the scratch, the tip was found notched. Proximal to the broken end, multiple cracks caused by ductile stress were observed. At the flatten portion of the broken end, stretching of the tip polymer and inner jacket was confirmed. These findings indicated that the tip was torn off by tensile stress at approximately 2mm from its very distal end where the junction of polymer segment and braid tube segment was located. The separated part of the tip was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to tearing of the tip of the returned microcatheter. The applied stress would exceed the product design limit when the tip was bit by calcium possibly due to bias of the concomitant guide wire, scraping the tip surface. It was concluded that this event was not attributed to product quality. Since there was a missing part of the tip, a possibility could not be completely ruled out that it might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [contraindications]: do not use this microcatheter in advanced calcified lesion. [Warnings]: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects]: separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter had damaged during a percutaneous coronary intervention (pci) to treat a heavily calcified 90-99% stenosis in segments 6 to 7 of the left anterior descending artery (lad). To perform atherectomy, the microcatheter was used to cross the lesion when resistance was met. The microcatheter was removed from the anatomy and damaging of the tip was found. The pci was resumed without additional action taken against the damaged tip and recanalization was successfully completed. There were no adverse patient effects associated with this event.